Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient developed a sore at the magnet site that was treated with an antibiotic (route of antibiotic unknown). The implant remains in-situ.